Event description:
It was reported that the monomer bottle did not break clean across the top. Cracked down the neck of the bottle into the body.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR #9610726-2012-00318.